Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no errors were found. A review of the 12-month service history indicated no service activity during that period. Visual and functional inspections revealed that the dso seal was delaminated and torn, and the uso seal had a small tear in the center. The complainant¿s allegation was confirmed based on these findings. The device has been placed on hold due to the calibration station being out of order and the unavailability of nuvasil.

Event description:
It was reported that the device downstream occlusion (dso) was damaged. The event had occurred during testing. During investigation found dso seal delaminated and ripped. Uso (upstream occlusion) seal has small tear and debris. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.